Event description:
It was reported that the patient presented for a generator change. Prior to the procedure, an x-ray revealed that the right ventricular lead exhibited externalized conductors. The lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Correction: h7 should be checked. H9 should be z0457-2012.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead with only distal portion was returned in one piece. Visual examination found two internal insulation abrasions breaching the ring electrode (re) cable and right ventricular (rv) cable lumens with abraded inner coil lumen proximal to right ventricular shock coil. Internal insulation abrasion breaching the re cable lumen was found at 7.2 ¿ 15.5 cm from the distal tip. Second internal insulation abrasion breaching the rv cable and inner coil lumens was found at 8.1 ¿ 9.7 cm from the distal tip with intact ptfe liner. One right ventricular etfe cable coating found damaged consistent with procedural damage, but the ptfe liner was intact. The cause of the reported event was due to the internal insulation abrasions noted to the lead body.